Event description:
A malfunction alarm (malf 9) was reported, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. The malfunction did not recur after the reset, and the customer was able to continue using the pump.